Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the pulley wire in the hinge of the mega suturecut needle driver snapped. According to the surgeon, he noticed the issue prior to the pulley snapping as he was having a difficult time cutting the suture. There was no issue with the jaw maneuverability prior to the instrument failure. The instrument was exchanged for a new one and the abdominal cavity was explored for any foreign body. The procedure was completed successfully without further delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sutuecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable cause not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.